Manufacturer narrative:
Refer to investigation report attached (ER_r&d_24_003_scc410).

Event description:
Perfusionist had called with concern that the centrifugal pump cp22v-vt was causing hemolysis

Manufacturer narrative:
Refer to investigation report attached (B)(4).

Event description:
Perfusionist had called with concern that the centrifugal pump cp22v-vt was causing hemolysis.